Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump did not deliver insulin accurately. There was no indication that the product caused or contributed to an adverse event. No additional information was provided. If further information is obtained, a follow-up report will be submitted. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: a review of the black box showed an unexplained reboot occurred at 08:31 on (B)(6) 2017; when the pump was powered back on, the date was incorrectly set to 03/23/2017 and the time was set to 08:36. The last basal delivery occurred on (B)(6) 2017 and the last bolus was a normal ezcarb bolus on (B)(6) 2017 at 08:31. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).